Event description:
A patient was treated at our hospital for myocardial infarction, then transferred to an area hospital for continued cardiac care/cardiac catheterization based on 3 high sensitivity troponins we reported as >1,000 from our abbott alinity chemistry analyzers. All 3 of those high sensitivity troponin results were repeated for precision before verification. The transfer hospital re-tested high sensitivity troponin on the patient and found the result to be negative. I previously submitted an medical device report concerning erroneous results on high sensitivity troponins from our abbott alinity chemistry analyzers - I had contact and a meeting with (B)(4) from the FDA about these erroneous results.